Event description:
It was reported that the customer was hospitalized with high blood glucose levels and dka.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental report will be submitted.